Event description:
It was reported that an implantation of an advancexp male sling system could not be connected to the helical trocar during the procedure. It did not click into place. The patient status post procedure was stable.

Event description:
It was reported that an implantation of an advancexp male sling system could not be connected to the helical trocar during the procedure. It did not click into place. The patient status post procedure was stable.

Manufacturer narrative:
Product analysis could not confirm the reported events of the sling not staying connected to the trocar (needle passer) as only one of the two dilators was received. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause not established was chosen as the reported events could not be confirmed or substantiated through investigation of the returned dilator and the other dilator did not return. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product analysis was unable to confirm the reported events based on the components received. Visual inspection of the mesh identified the end to be cut and stretched; however, this is unrelated to the event description. Both needle passers (trocars) were received and inspected. One needle passer had a dilator engaged on the end; this dilator performed as intended as it could not be removed from the needle passer. The other dilator was not returned. Device analysis is therefore unable to inspect the second connection and unable to confirm a connection issue. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for container found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. The advance xp hazard analysis indicates that based on the information provided the reported events of this complaint do not represent a new hazardous situation. Sling material separation is identified as a hazard in the hazard analysis. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the advance xp is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. No further review is required.